Event description:
A malfunction alarm was reported, with the customer experiencing a recurring issue even after resetting the pump. There was no adverse impact to the customer¿s blood glucose level. The customer, unable to use a backup therapy, will contact a healthcare professional, and tandem technical support provided assistance by sending a replacement pump with updated software.